Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03189; related manufacturer reference number: 2938836-2019-03188. It was reported that the whole system was explanted due to infection. Later, it was noted that the infection was not related to the products, however bacterial vegetation was observed on the leads. The patient condition is stable.